Event description:
Patient representative reported right side "autodeflation", "bodily injury and resulting pain and suffering, mental anguish." The following reported events have been deemed not related to the device: "disability, disfigurement, and loss of the capacity for enjoyment of life, has incurred and will incur in the future expense of hospitalization, medical and nursing care and treatment, and aggravation of a previously existing condition. These losses are permanent or continuing in nature, and will also suffer in future". The device has been explanted and replaced. Manufacturer of device is unknown.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "autodeflation".